Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. Svd is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 3300tfx 25mm aortic valve, implanted for nine (9) years, was explanted due to severe stenosis secondary to degeneration. Per medical records, this case involved a (B)(6) year-old male with history of stenosis, hypertension, hyperlipidemia, type 2 diabetes, avr, and tobacco use. He presented with severe aortic stenosis and structural valve deterioration of the bioprosthetic valve. The left main coronary ostium was close to the valve and root was calcified. The right coronary ostium and distal aorta were heavily calcified. The prosthetic valve looked stenotic and was explanted. The annulus was debrided and pledgets were removed. The surgeon decided to perform a bentall operation and CABG x1. A 27mm inspiris resilia valve and 30mm valsalva gelweave graft were secured using cor-knots. The valve was seated well. The patient was weaned and placed back on cpb. Once the patient's heart regained normal rhythm, he was stable. It was noted that patient transferred to ICU in critical condition. Next day, he had cardiogenic shock and was put on ECMO. On pod #3, patient underwent mediastinal exploration. On pod #4, patient showed signs of multiorgan failure and it was decided to withdraw support. He then expired.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.